Event description:
It was reported that the ventricular assist device (vad) had an "outflow problem" and the driveline had a new break which was 10 cm from a previously repaired area. It was also reported that the vad had low flows due to a possible inflow thrombus. The patient was admitted and a computerized tomography (CT) scan did not reveal a thrombus. The old driveline repair was removed and a new repair was performed for both areas. The patient was given aspirin and the vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system, product, including 1.0 or 2.0 for controller, d4: model #: 1125/catalog #: 1125, expiration date: 28-feb-2022, serial or lot#:  (B)(6), UDI #: (B)(4), d9: no, h3: no ,h4: mfg date: 28-feb-2020, h5: yes, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the vad (B)(6) service history records indicated that the device was previously serviced and the repair actions were verified. On-site inspection of the driveline cable revealed a new break in the outer sheath. Log file analysis revealed a sudden decrease in power consumption and estimated flows on (B)(6) 2024 to parameters below normal operating range followed by a gradual increase back to baseline; no alarms were logged during the analyzed period. The observed low flow event likely correlates with the reported "outflow problem". Additionally, log file analysis revealed two (2) motor start event recorded on (B)(6) 2021 at 02:15:00 and on (B)(6) 2024 at 10:58:55, in which the motor start parameters were atypical. As a result, the reported event was confirmed. A driveline sheath repair was performed to mitigate the reported conditions. Based on historical review of similar events, the most likely root cause of the driveline sheath damage may be attributed to multiple factors including design issues and/or exposure to uv light. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Based on the available information, the device may have caused or contributed to the reported low flow event. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There was no evidence of past thrombus events for this patient. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, th e progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the outflow graft did not have an outflow problem.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. The outflow graft will be removed as a complaint product from this event as it has been clarified that there is no product problem or allegation against it. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.